Event description:
During a pm visit found the system batteries on the 9800 system had failed. Also the hand control was broken. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. System batteries and hand control replaced. The system was tested and found to be working as intended and placed back into service.